Event description:
It was reported that the patient presented to the hospital experiencing bradycardia. Upon interrogation, it was noted that right ventricular - rv lead exhibited low pacing impedance and elevated capture threshold causing loss of capture. The rv lead was reprogrammed and the patient's condition improved.